Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 7038691.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite a reprogramming attempt. The patient underwent a revision procedure wherein the ipg and lead were replaced. The patient was doing well post-operatively and the explanted devices were not returned as they were kept by the medical facility.